Event description:
Clinical study. It was reported that 1 day after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated was a 3.0mm 100% stenosed proximal circumflex (prox cx) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% 3.0x24mm drug eluting stent in the prox cx. It was reported that in 2005, the pt suffered a cerebral vascular accident (cva), and expired. There was no autopsy. In the opinion of the physician the relationship of the cva to the target vessel is "not related".